Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was developing a rash on back under the therapy electrode pads. Patient described the area as dry, red, and inflamed and burn like. Patient reported that the area burns and itches but no open skin. It was reported that the patient was in the hospital for a surgery but that it was unrelated to the lifevest and there are no indications that the irritation caused or contributed to the patient being in the hospital. Patient was advised to remove the lifevest and to use an over the counter anti itch cream by a physician. Outcome of the irritation is unknown as patient requested no further follow up calls.